Event description:
It was reported that the patient experienced urethral erosion with their artificial urinary sphincter. The system was removed. A new artificial urinary sphincter with 6.0 cm cuff, pump, and 61-70 cmh2o balloon was implanted at a later date. The patient was stable and continent following the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.